Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown howmedica femoral stem. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported through the filing of a lawsuit that allegedly a "howmedica femoral stem'" was implanted and "on or about (B)(6) 2012 the patient underwent a revision surgery on his right hip to replace the stryker hip and/or femoral stem."